Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine. Per the initial report, the home patient (hp) said she was in therapy and received a double fill after pressing stop and go to correct a low drain volume alarm. The patient bypassed the alarm. The hc moved into fill after barely draining. The last ultrafiltration (uf) was 554ml, cycle 3 uf was 1931ml, cycle 2 uf was -1462ml, and cycle 1 uf was 85ml. The largest prescribed fill volume was 1800ml. The patient reported a drain volume of 3262ml. This meets iipv criteria. The device was swapped. Product surveillance attempted to contact the nurse, however, no further information could be obtained.

Manufacturer narrative:
(B)(4). The device has been received by the product analysis lab and evaluation is in process. When completed, a follow up MDR will be submitted with the results of evaluation.